Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower 2 door 1 had failed. A field service engineer (fse) addressed an issue with tower door 2, which was failing. The fse cleaned the microswitches, crimped the spade connectors, and applied carbon grease to all four latches. The door was then tested in diagnostic mode. Fse performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower 2, door 1 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.